Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that the patient underwent a myosure procedure successfully and then moved on to the novasure procedure on (B)(6) 2026 where it was reported the cavity integrity assessment (cia) failed three times. The physician performed hysteroscopy and noted a perforation near the tubal ostia but through the fundus. The procedure was aborted. No medical intervention was reported. No other information is available.